Manufacturer narrative:
The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "pump was discarded and send via postway to our logistics center in (B)(6)."

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the pump stop was most likely due to biomaterial based on returned product investigation, however it could not be confirmed as no data logs were returned to review how pump stopped in field.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. The ICU physician reported that the pump stopped after the patient was moved onto their side. Several attempts to restart the device at different performance levels were unsuccessful. The team was advised to proceed with a pump exchange as soon as possible. They expressed a desire to attempt another restart. Recommendations included withdrawing the pump into the aorta under echocardiographic guidance if restart efforts remained unsuccessful. The pump-change procedure was briefly discussed. The managing physician ultimately decided that a pump exchange was not required because the patient was hemodynamically stable. The reported events are temporary pump stop and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the pump stop; however, the pump stop had no consequence to the patient, and support was resumed without any known adverse events.